Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw exhibited no evidence of arcing. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and not aligned with the tube axis, suggesting they may have been caused by instrument collisions or rough handling. The bottom bipolar pin is also bent. Engineering concluded that the damage is likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the cable on the maryland bipolar forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed using an instrument of a different type and no patient harm, adverse outcome or injury was reported.